Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues and the correct repeat result was received using the same reagent. The field service engineer (fse) visited the customer site on (B)(6) 2023 for preventive maintenance and confirmed the module was operating within specification. The customer has not provided any additional information. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the albt2 (tina-quant albumin gen.2) assay on a cobas 6000 c501 module. The sample initially resulted in an albt2 value of 75.9 g/l. The sample was repeated three times, resulting in albt2 values of 36.7 g/l, 67.2 g/l and 34.8 g/l. The following day, the sample was repeated on a second cobas c501 analyzer, resulting in an albt2 value of 38.4 g/l. The sample had an electrophoresis result of 38.8 g/l. The result of 36.7 g/l was deemed correct. The questionable results were reported outside of the laboratory. The albt2 reagent lot was 70257101 with an expiry date of 31-oct-2024.

Manufacturer narrative:
H3 other text : na.